Event description:
Surgeon was performing procedure with laparoscopic instruments. While removing the 14/26 implant inserter he noticed that one blade was broken and was still in the pt. After removing the single barrel of the distractor he saw that one blade was still near the implant. He removed it with a pincet. After placing the second implant with the 14/20 implant inserter he removed the instrument and noticed that this one also had a broken balde. This was also removed without further incident.